Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead helix had rotation difficulty. The lead also exhibited unacceptable capture thresholds. The lead was explanted and replaced. Another lead was implanted successfully. No patient symptoms were reported.